Event description:
It was further reported that there was no cause found to date related to this event. The patient¿s dose was titrated down to new rate and switched to normal saline per protocol on (B)(6) 2013. The patient sees the neurologist regularly. The patient was given a half of teaspoon of sodium daily. The patient¿s mother phoned the clinic on (B)(6) 2013 reporting ¿storming, sweating, and increased tone.¿ the patient¿s intrathecal baclofen was restarted at 50 micrograms per day. Decreased response and sedation on patient oral baclofen 20 three times a day. Per the mother¿s report and our records the patient¿s continues to have intermittent episodes of bradycardia and hypotension. The physician (illegible) hormonal screening and lab work at this point. The plan was to speak with the mother and see if the local primary care provider will order. This device system delivered lioresal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient began having hypotension and bradycardia symptoms shortly after changing the concentration of the intrathecal drug from 1000 to 2000 in (B)(6) 2012. Reportedly, at the following refill appointment the patient started to wean, slowly lowering the dose. The concentration was now back to1000 micrograms per milliliter and she was on 75 micrograms. The patient has had ¿several¿ extensive work-ups including a computerized tomography (CT) scan of her head, chest xrays, lab work, and ruling out a urinary tract infection. The patient had been hospitalized several times and had seen a neurologist but nothing was found. The plan was to continue to wean the patient off the drug and switch to normal saline. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).